Manufacturer narrative:
A visual examination of the returned device found no visible issues. Functionally, the needle is able to be extended and retracted without issue. An electrical evaluation was performed, which included load and isolation tests; the device failed to meet specification in both cases. X-ray analysis of the device identified an open circuit, as one of the copper wires was detached from the body connector. Further analysis of the body connector, confirmed the detached wire and found the end of the wire to be carbonized. Finally, the evaluation determined that is necessary to apply more electrical current then recommended to obtain a burn condition similar to that of the one the unit presented with. The condition of the returned incident device was consistent with the complaint that the device failed to deliver energy. The evaluation found that the injection gold probe was likely exposed to excessive heat due to procedural factors. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an injection gold probe device was intended for use in the stomach for hemostasis of a bleeding gastric ulcer. According to the complainant, the injection gold probe device did not work when tested in saline, or in ky jelly, prior to procedure. No current was generated. The procedure was able to be completed with another injection gold probe device. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.

Event description:
It was reported to boston scientific corporation that an injection gold probe device was intended for use in the stomach for hemostasis of a bleeding gastric ulcer. According to the complainant, the injection gold probe device did not work when tested in saline, or in ky jelly, prior to procedure. No current was generated. The procedure was able to be completed with another injection gold probe device. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.